Event description:
A malfunction occurred on the pump as reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller received assistance from technical support to reset the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the malfunction code reappeared, which the caller acknowledged and understood.